Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 10-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in because she wanted to let the rep know "both leads are bad and she turned the device off". Patient said her device has to be moved and replaced because it was "broken". Patient said the device wasn't working at all which was why she had it reprogrammed. During reprogramming of her device the representative told her "one of the leads was not working". Patient said it was fine after the device was reprogrammed but when she got to her car stim increased "way up there". Patient said she went back inside and the doctor lowered stim and even with the stimulation lowered way low she would still feel it "revving up" then it would lower back down. Patient said she tried another "channel" and the same thing happened. Patient said since it wasn't working at all she shut the device off. Patient said she noticed her symptoms were coming back, patient said she was going to the bathroom at night and when she would come back it was running down her leg. Patient said they are going to "moved" the device to the other side of her body and replace the lead. Patient said the surgery was scheduled for (B)(6). No further complications were reported/anticipated.